Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction h6: clinical code 2388 should have been 4582 as well as the impact code 4611 has been removed as it was inadvertently submitted in the initial report.

Event description:
Additional information received indicating the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, surgery may occur later to address the issue.